Manufacturer narrative:
The lead wire of level sensor was returned to tosoh instrument service center for investigation. Functional testing did not confirm the reported event, an electrical problem was not detected. The most probable cause of the reported event was cause cannot be traced to the device.

Event description:
A customer reported error messages ¿4002 turn table home not found, 2012 air detected diluent, and 4029 spec. T-axis home not found¿ on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and could see that the sample nozzle was bent. Fse confirmed the reported errors were caused by the bent sample needle. Fse replaced the sample nozzle and verified the alignments. The customer also reported a false low wash error and was not able to reproduce the error. Fse suspect intermittent wire connection with the level sense lead wires. Fse replaced the level sense lead wires. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. (B)(4). The aia-360 operator's manual under section7-1: error messages states the following: (4002) turn table home not found description: the home position of the turntable motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. (2012) air detected (diluent). Description: there is no contact with the liquid after diluent suction troubleshooting: contact the service department (4029) spec. T-axis home not found. Description: the home position of the specimen t-axis motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to a bent sample needle and likely intermittent wire connection with the level sense lead wires.